Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that in the past, the customer experienced an elevated blood glucose (bg) level in the 400's (mg/dl). Customer administered correction boluses to stabilize bg levels. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed. Recommendation was made to discuss diabetes management with health care provider.